Event description:
According to the reporter, during a laparoscopic hernia repair procedure, the stapler did not fully penetrate into the mesh, the tip broke off and all pieces of the reload/stapler were recovered. The reload was found inside the abdomen with laparoscope. After extensive search inside and outside of the patient, clear plastic tip was found on the floor beside operation room table. A second stapler was opened to continue with the procedure. This stapler also malfunctioned and the handle broke during firing. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic hernia repair procedure, the stapler did not fully penetrate into the mesh, the tip broke off and all pieces of the reload/stapler were recovered. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.